Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that on day 3 or 4 of sensor wear, until which sensor readings were good, upon sensor removal due to sensor reading error, sensor wire was found protruding out of patient's skin. Patient's father proceeded to pull sensor out of patient's skin. At the time of his call to dexcom technical support, patient's father reported that patient was feeling well.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.